Event description:
It was reported that a patient experienced cellulitis and phlebitis following the use of a clearlink luer activated valve while in the hospital. It was not reported if the event prolonged the patient's hospitalization. Treatment and outcome were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was not returned for evaluation; therefore, an analysis could not be performed. If additional relevant information is obtained, then a supplemental MDR will be submitted.